Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) in several episodes. Tachycardia therapy was reported to have been exhausted in one of the stored episodes. Additionally, oversensing of noise was observed on the right atrial (ra) lead. Programming changes were made to atrial sensitivity. No adverse patient effects were reported. This device remains in service.